Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that volume stays loud and same tone even though it is at volume. Customer also state that they did not hear the differences between the two audio beep volumes. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures was confirmed in the formatted history file due to a cold solder joint found on pin 6 of the ambient light sensor. The audio tone feature on the pump functioned properly during testing.